Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Received article:¿revealed: the true cancer risk of having a boob job with hundreds of women facing a deadly time bomb.¿ article reported soreness, swelling, doubling in size of breast and bia-alcl confirmed by biopsy. Treatment included removal of the device, scar tissue and fluid in one patient. This is an unconfirmed case of alcl. The manufacturer of the device is unknown.